Manufacturer narrative:
(B)(4). Date sent: 01/29/2016. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
It was reported that during an open nephrectomy procedure, during dissection, the surgeon mentioned that he thought he would need the grey reload with compression for the case because of the varying tissue thicknesses and lymphatic tissue. His first firing went smoothly and was hemostatic. On the second load, he closed down, opened and repositioned, held and fired. The sales rep noticed no audible issues during firing. When the surgeon released the stapler, he said, "the staples didn't fully form again." After suturing the staple line closed and clamping and firing over additional vessel, he explained and demonstrated the issue. The proximal end of the staple line formed and then over the vessel (described as a branch of the renal vein), the staples appear to have hit the anvil but never came back around to form a "b." Distally, the staple line appeared okay. A 200cc of blood was lost as a result of the device issue. The patient did not require blood products. The procedure was completed by clamping and suturing.